Event description:
The customer stated that inserted a new sensor and the insulin pump kept alarming sensor error, so the customer removed the sensor the night prior to the phone call. They calibrated after two hours with blood glucose of 76 mg/dl. Instantly, within five to ten minutes the customer's sensor glucose was 60 mg/dl. Throughout the night the customer's sensor glucose kept dropping and at some point was either at 40 mg/dl or lower which caused the insulin pump to go into threshold suspend mode. In the morning the customer reprogrammed their blood glucose of 86 mg/dl into the insulin pump, calibrated, but the sensor glucose was still 50 mg/dl. The customer stated that the two sensors came out of a new box. The customer is pregnant and was advised that the sensor have not been approved for pregnant women. Also they were advised that the issues could be cause by the bent sensor cannulas. The customer's blood glucose at the time of the call was 76 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.